Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the right coronary artery (rca). The 80% stenosed target lesion was located in mildly tortuous and mildly calcified rca. The lesion was predilated with a 3.00 x 08 mm and 3.5 x 08 mm nc balloon. A3.50 x 38 mm synergy drug eluting stent was deployed at 16 atmospheres. Post dilatation was performed with a 4.00 x 8 mm nc balloon catheter at 16 atmospheres. Post deployment, a dissection occurred at the at proximal rca. A 3.50 x 24 mm synergy stent was used to cover the dissection and complete the procedure. There were no further patient complications.